Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that MRI compatibility guidelines were requested, due to a problem with device or therapy. Health care professional (hcp) stated the reason they are doing a lumbar MRI is because "they are wanting to do lumbar surgery because the stimulator is not helping maybe". The health care professional (hcp) also reported that the MRI guidelines are unclear. Hcp indicated that steps 4 of guidelines were unclear to her about the MRI eligibility form. Patient is able to access MRI mode using patient programmer. No patient symptoms or complications were reported in this event.